Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, missing end cap sticker and missing the black o ring from inside reservoir tube.

Event description:
The customer reported via phone call of high blood glucose readings and a broken reservoir on the insulin pump. The customer's blood glucose reading was 536 mg/dl. The customer treated with manual injections. The customer stated that the reservoir compartment is broken. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.